Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 (mg/dl) in the past. The cause of the low bg level was unknown. Sugar was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017 and (B)(6) 2017. Fill tubing process was conducted at 2:15am on (B)(6) 2017. There were no irregular bolus requests. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.